Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 7 years. Through follow-up with the health-care provider, it was learned that the explant was due to pulmonary stenosis and calcification. Unfortunately, no other details were provided. Additionally, there have not been any allegations of a product malfunction or quality deficiency related to the subject device. The explanted device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, a copy of the operative report was provided. Operative findings indicate a calcified and degenerated pulmonic valve. The valve leaflets were essentially nonmobile. The valve annulus also had evidence of some calcification around it upon explanting the valve. The subject device was replaced with another edwards bioprosthetic valve with satisfactory results.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: additional information regarding the event (e.g. Operative report, discharge summary, etc.) Has been requested; however, it has not been provided at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Unfortunately, the edwards device was not returned for analysis. Without return of the device, an analysis of the device cannot be performed to confirm the reported event. No further actions are possible at this time.